Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the product and lot codes were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Medwatch report states: "pt had repeated episodes of dislocation. Left hip was originally placed in 2002, at another hosp. Original surgery involved: depuy pinnacle acetabular cup with no hole (54 mm outer diameter). Apex hole eliminator x1. Depuy summit size 5 tapered hip with portocoat, +4 mm 10 -degree elevated acetabular liner .28 mm, +5 neck length femoral head. Liner and head were remove/replaced in 2006. In accordance with hosp policy the components removed are not available for release."